Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemia event with a blood glucose of 288 mg/dl while using the ilet system, without symptoms, after completing a full supply change; the user was advised to wait 90 minutes to assess trend and later reported a blood glucose of 120 mg/dl. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.